Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There was an obvious decline in the user's hearing performance with the device following a head trauma. After 2 months of observation, there was no improvement. Previously, the user had good benefit from the device. There were no changes in health or medication reported. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was an obvious decline in the user's hearing performance with the device following a head trauma. After 2 months of observation, there was no improvement. The user was re-implanted on (B)(6) 2020.